Manufacturer narrative:
Patient codes: 1816 labeled. Device codes: 2915 not labeled. Internal file number - (B)(4). Added device code 2915. All available information was investigated, and the reported device damaged by another device resulting in entanglement and difficulty to remove the clip from anatomy appears to be related due to user technique/procedural circumstances as the clips interacted and got caught on chordae during the procedure. The reported poor image resolution was due to patient anatomy. The reported patient effect of mitral valve injury (tissue damage) appears to be related to procedural circumstances as (troubleshooting and maneuvers) were performed. There is no indication of a product quality issue with respect to design, manufacturing, or labeling of the device. The additional mitraclip device referenced in b5 and d11 was filed under medwatch report #2024168-2019-00456.

Event description:
Subsequent to the previously filed report, additional information was received that during the procedure, the two mitraclips became entangled and were difficult to remove from each other. The chordal rupture may have been caused by the clip entanglement. There was difficulty with visualization on the echocardiogram due to the anatomy. No additional information was provided.

Manufacturer narrative:
Internal file number (B)(4). Correction: expiration date; device manufacture date.

Manufacturer narrative:
Internal file number - (B)(4). Conclusion code 50 added.

Event description:
Subsequent to the previously filed report, additional information was received that on (B)(6) 2019 the patient was treated with medication and blood transfusion. The patient was discharged from the hospital on (B)(6) 2019 when the condition had resolved without sequela. No additional information was provided.

Manufacturer narrative:
Internal file number - (B)(4). The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Review of the complaint history identified no similar incidents reported from this lot. The reported difficult to remove the clip from anatomy appears to be related to user technique/procedural circumstances as the clip got caught on chordae during the procedure. The reported patient effect of mitral valve injury (tissue damage), is listed in the mitraclip system instructions for use as a known possible complication associated with mitraclip procedures. The patient effect appears to be related to procedural circumstances. There is no indication of a product quality issue with respect to design, manufacturing, or labeling of the device.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The mitraclip remains in the patient. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
This is filed on the second mitraclip to report the chordal entanglement and tissue damage. It was reported that this was a mitraclip procedure to treat grade 4 degenerative mitral regurgitation (mr) in the patient with a posterior flail. The first mitraclip was implanted without incident. During grasping of the leaflets with the second mitraclip, the clip became entangled in the posterior chordae. The second mitraclip was inverted and was able to be removed from the chordae and was deployed on the mitral valve reducing mr grade to 1. The two mitraclips touched and a slight increase in the mr grade was noted, but the grade was not measured. After the procedure, a chordal rupture was noted, but there was no additional mr found. Mr remained reduced at grade 1. No additional information was provided.